Event description:
Day after receiving therapy, patient alert went off. Lead impedance was found to be decreased and ICD por., returned 4/5/00 for charge circuit problem (tachy), power on reset parameters, arc when output delivered.